Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the touch panel of the central control monitor was noisy. The device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.